Manufacturer narrative:
Method - a review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions - according to the gore excluder aaa endoprosthesis instructions for use, the aortic endoprosthesis is intended to be used after deployment of the gore excluder aaa endoprosthesis. This extension is intended to be used when add'l length and / or sealing for aneurysmal exclusion is desired. Please note add'l device implanted: (B)(4).

Event description:
On (B)(6), 2010, the pt underwent an endovascular procedure to treat an infrarenal aortic aneurysm. After the gore excluder aaa endoprosthesis trunk-ipsilateral leg component was landed; it was decided to change the treatment plan to an aorto-uni-iliac procedure. At that time, a gore excluder aaa endoprosthesis aortic extender component was implanted into the trunk-ipsilateral leg component to seal off the contra side of the device. The trunk-ipsilateral leg component had been landed on the right side. The left side of the pt's anatomy was tortuous and the pt had a distal waist of 19 mm which, in combination with the tortuousity, proved too tight for the originally planned procedure. The aneurysm was excluded. The pt tolerated the procedure.